Event description:
A nurse reported that the system had a footswitch issue prior to surgery. The footswitch was exchanged to perform surgery. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).